Event description:
It was reported that the patient presented in clinic for follow up. Review of fluoroscopy revealed that the right atrial lead (ra)was dislodged due to twiddlers. The physician elected to explant and replace the ra lead. The patient was in stable condition.